Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies had been in use for 4 days. Customer changed the pump supplies to resume insulin therapy. Customer's blood glucose level was 100 mg/dl.